Manufacturer narrative:
Received three (3) used. List#: ch-14, chemoclave® vented bag spike, three (3) used. Gitose injection 5% "n.k." Dextrose 5% 250 ml intravenous bag. As received, there was a small visible debris suspended in the intravenous (IV) solution that appeared to be grey. The particulates were the same color as the vial stoppers. No damage or anomalies were seen on the ch-14 bag spike. Spike meets dimensions. The complaint can be confirmed. The particles were determined to likely be shed from the IV bag stopper material. The probable cause of the rubber stopper shed cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a chemoclave vented bag spike where it was reported there were three events that when inserted into normal saline, there were some scraps in the bags. The issue was noted during drug preparation. There was no concomitant drug, but with concomitant device involved. There was no physical damage noted on the set, and there was no problem after replacing the set. There was no patient involvement, no adverse event/patient harm, and no delay in critical therapy. This report captures 3 events.